Event description:
The complainant alleged that during pt set-up (age and gender unknown) the device displayed a paddle fault message. The clinicians immediately obtained another device that was in the same location. The complainant indicated that there was no pt care delay or adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical dept has attributed the failure to harness assembly. The device will not be returned to zoll for evaluation. The repairs to the device will be performed by the facility's biomedical dept.